Event description:
It was initially reported in clinic notes that the staff felt that the patient was having a few more seizures. The physician decreased the off time. No further information was noted. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.